Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the info available at this time, no definitive conclusions can be made. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The initial attorney report alleged pain and surgical intervention. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - repair of parastomal hernia with composix kugel mesh. During this procedure gallstones were identified and a cholecystectomy was also performed. On (B)(6) 2005 - excision of the composix of the composix kugel mesh and primary repair of recurrent parastomal incarcerated hernia. An add'l hernia was identified and repaired with non-bard mesh. The operative report dictates "that we did excise completely the previously placed composix mesh to which the small bowel had herniated to the circumferential opening."